Event description:
During a case study, catheter was not being recognized. The reset button was flashing red. The catheters were replaced 3x. One catheter had been inserted into the patient, the other two had not been inserted. Also tried using an air can to clear the optical port but the issue was not resolved. The case was completed using flexibility. Case completed with no harm to patient.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r. One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.